Event description:
It was reported that the right atrial (ra) lead was not capturing at full output, there was low pacing impedance, and there was no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk bi-ventricular (bi-v) defibrillator (B)(6) 2008; 6947-58 implantable tachy lead (B)(6) 2003; 4193-78 implantable pacing lead (b)(6 2003. (B)(4).